Manufacturer narrative:
The device used for treatment was returned. Nothing was identified visually that contributed to the reported problem. Functional evaluation was performed and the reported problem was confirmed. The drill guide is widened out at the tip, and will not allow a drill guard to attach. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is the expected wear and tear of the aluminum drill guide due to the forces applied during surgery. No containment or corrective actions are recommended at this time.

Event description:
It was reported that when attaching the 5mm guard found that the guard could not slide over the part on the handpiece. Upon closer inspection it was found to be warped. No delay or injuries involved. Back-up device was used.